Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed. This report is being submitted late, due to a delay by a MFR employee. A process improvement plan and training are in place.

Event description:
It was reported that the pt experienced an increase in spasticity and pain, despite an increase in dose. It was uncertain if the issue was device or therapy related. The pump and catheter were replaced. No pt outcome was reported. The pump contained a mixture of lioresal and marcaine at the time of the event.